Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The event date reflects the onset of symptoms and date of the permanent pacemaker implant which occurred prior to the patient death.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was difficult to advance through the aortic arch due to two abdominal aortic aneurysms and tortuosity in the descending thoracic aorta before the arch. The valve was deployed deep, recaptured once and then successfully implanted. One day following the valve implant, the patient showed stroke symptoms, the electrocardiogram (ECG) showed complete heart block (chb) and a permanent pacemaker implanted. It was reported that the patient was placed in hospice care. Five days post-implant the patient expired. The reported information was that the patient death was likely related to the valve implant procedure. It was also reported that the patient was very sick prior to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.